Manufacturer narrative:
The reported event could not be confirmed due to insufficient information. The sales rep stated that "hospital and surgeon policy" prevents further details from being shared. For infection complaints, stryker orthopaedics in (B)(6), ireland, conducts expanded investigations to ensure that the device and related manufacturing processes did not contribute to the event. These investigations, documented in the "infection complaints - checklist investigator" ((B)(4)), found no discrepancies. Currently, there is not enough information to determine the exact root cause of the failure mode. If the product is returned or further details are provided, the complaint will be reopened. Based on the investigation and DHR checks, no design, material, or manufacturing issues were found, so no corrective or preventive actions are necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported to stryker that the patient began experiencing discomfort four years after the material was inserted. It was reported there was inflammatory reactions and swelling. A post operative scan was performed and showed that the swelling was due to the implant inserted and a revision surgery was performed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported to stryker that the patient began experiencing discomfort four years after the material was inserted. It was reported there was inflammatory reactions and swelling. A post operative scan was performed and showed that the swelling was due to the implant inserted and a revision surgery was performed to remove the implant.